Event description:
Device 1 of 2 reference MFR report#1627487-2015-08190 follow-up identified surgical intervention was undertaken, explanting and replacing the extension. Effective therapy was restored postoperatively thus resolving the issue. Note: device 2 added (extension)

Event description:
It was reported during reprogramming the patient has been unable to increase stimulation and the programs are auto-reducing. Diagnostic testing revealed multiple contacts with invalid impedance. Further reprogramming was attempted to no avail. X-rays were ordered by the physician. Follow-up identified surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.